Event description:
It was reported via clinical trials that an (B)(6) male patient had to undergo re-exploration of the mediastinum one day post implant of an edwards aortic bioprosthetic valve. It was noted that the posterior clot was removed and the patient was diffusely irrigated with warm saline. The device remains implanted with no reported malfunction. No additional information was provided.

Manufacturer narrative:
Additional manufacturer narrative: device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Report of re-exploration of the mediastinum due to bleeding/clots one day post open heart surgery for avr with an edwards bioprosthetic valve. The edwards device remains implanted with no reported malfunction. Bleeding is a common intra-operative and postoperative complication in cardiac surgery. There are many causes including patient related, technique related, and anticoagulation related factors. Device related bleeding is rare. The provided information suggests nothing to indicate a device malfunction or quality deficiency that may have caused of contributed to this event. No further action is required.